Event description:
It was reported the patient has not used her scs system in approximately one year, and the patient has not been recharging her ipg. The patient stated she would like to have her scs ipg replaced. Surgical intervention may be undertaken at later date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.